Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that, presence of gouges at the edges, device is under repeated use and has fractured off beside the post feature all pcs returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause attributed to be wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the instrument broke during insertion into the tibia during a knee arthroplasty.